Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08892, 2017865-2020-08953, 2017865-2020-12087. It was reported that during a procedure to cap and replace a right ventricular and atrial leads, the two right ventricular and atrial replacement leads were contaminated. The leads were exchanged for new ones and the procedure was completed successfully. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
Additional information: h3, h6. Analysis was normal. No anomalies were found.